Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's nurse reported via phone call that she experienced several low blood glucose levels and a seizure. The customer was hospitalized on (B)(6) 2016 as a result of a low blood glucose level. The paramedics were called and took him to the hospital from the amusement park. Her blood glucose level was 45 mg/dl. The customer was wearing the insulin pump at the time of hospitalization. The customer believed the insulin pump was over delivering. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump received with the operating currents within specifications and passed the self-test, a21 error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No motor error alarms, unexpected excessive no delivery alarms or displacement anomalies noted. Reset the settings and programmed the correct time and date, primed pump and monitored for five days; no unexpected bolus or basal deliveries occurred during the monitoring period. No unexpected delivery anomalies noted during testing. Verified the time has not drifted and is accurate; time and date function is performing properly. The insulin pump had cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window and scratched reservoir tube window.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the motor passed the motor test. The insulin pump passed the displacement accuracy test.